Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.11e. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with serial number label damaged/faded.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.